Event description:
As reported, there was trouble with the 7f exoseal vascular closure device (vcd). The visual indicator turned black-black, but the deployment button was abnormally stiff and could not be pressed at all, so the device was removed, and manual compression was performed instead. Even after removal, the visual indicator remained black-black and the deployment button could not be pressed. Hemostasis was achieved using manual pressure. There was no reported injury to the patient. There was no visible abnormalities on the device prior to use. The device was used during a pci case with bright tip sheath. The product was stored, handled, inspected, and prepped according to the instructions for use (IFU), with no abnormalities noted prior to use. There were no noticeable shaft kinks. A retrograde approach was used. Femoral artery suitability, including the 30¿45 degree insertion angle of the vascular sheath introducer, was confirmed via angiography. The vessel diameter was reported to be less than 5 mm. There was no visible calcium or plaque at the puncture site, no nearby stent, and no stenosis greater than 50%. The exoseal vcd advanced through the sheath without resistance or the use of excess force. No difficulty was encountered connecting the vascular sheath introducer with the exoseal vcd. The vascular sheath introducer was retracted until it engaged with the indicator wire cowling, locked against the handle assembly with an audible click, and pulsatile flow was observed from the bleed-back indicator. Retraction continued until the indicator window changed to solid black, and the exoseal vcd was securely locked with the vascular sheath introducer. Excess force was not needed. The button did not depress halfway. The device will be returned for evaluation.

Manufacturer narrative:
As reported, there was trouble with the 7f exoseal vascular closure device (vcd). The visual indicator turned black-black, but the deployment button was abnormally stiff and could not be pressed at all, so the device was removed, and manual compression was performed instead. Even after removal, the visual indicator remained black-black and the deployment button could not be pressed. Hemostasis was achieved using manual pressure. There was no reported injury to the patient. There was no visible abnormalities on the device prior to use. The device was used during a pci case with bright tip sheath. The product was stored, handled, inspected, and prepped according to the instructions for use (IFU), with no abnormalities noted prior to use. There were no noticeable shaft kinks. A retrograde approach was used. Femoral artery suitability, including the 30¿45 degree insertion angle of the vascular sheath introducer, was confirmed via angiography. The vessel diameter was reported to be less than 5 mm. There was no visible calcium or plaque at the puncture site, no nearby stent, and no stenosis greater than 50%. The exoseal vcd advanced through the sheath without resistance or the use of excess force. No difficulty was encountered connecting the vascular sheath introducer with the exoseal vcd. The vascular sheath introducer was retracted until it engaged with the indicator wire cowling, locked against the handle assembly with an audible click, and pulsatile flow was observed from the bleed-back indicator. Retraction continued until the indicator window changed to solid black, and the exoseal vcd was securely locked with the vascular sheath introducer. Excess force was not needed. The button did not depress halfway. One non-sterile exoseal vascular closure device 7f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received not depressed, while the guard was locked. The plug was in its manufactured position, and the indicator wire was found deployed. A 7f cordis brite tip catheter sheath introducer was returned inserted on the received unit. Finally, it was observed that the indicator window was received in the black/white position. During this visual analysis no additional anomalies were observed to be reported. An attempt to perform a deployment simulation evaluation was performed; however, it could not be performed completely, due to the clogged device with blood residues. Attempts to clean the device using hydrogen peroxide on the ultrasonic bath were made, however unsuccessful. A high magnification microscopic evaluation was executed to evaluate the internal mechanism. During this analysis, no abnormal conditions were observed to be reported. A review of the manufacturing documentation associated with lot 18428212 presented no issues during the manufacturing process that can be related to the reported event. The reported event of ¿deployment lever (button) frozen/locked¿ could not be evaluated through analysis of the returned device as the device was clogged with blood residues, which impeded testing of the deployment mechanism. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is difficult to determine the factors that may have contributed to the deployment button issue, as the received condition of the device compromised the testing of the mechanism. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿during retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button.¿ the instructions for use (IFU) provides the following caution: ¿if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device.¿ neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, an investigation has been initiated to further investigate similar complaints reported.

Event description:
As reported, there was trouble with the 7f exoseal vascular closure device (vcd). The visual indicator turned black-black, but the deployment button was abnormally stiff and could not be pressed at all, so the device was removed, and manual compression was performed instead. Even after removal, the visual indicator remained black-black and the deployment button could not be pressed. Hemostasis was achieved using manual pressure. There was no reported injury to the patient. There was no visible abnormalities on the device prior to use. The device was used during a pci case with bright tip sheath. The product was stored, handled, inspected, and prepped according to the instructions for use (IFU), with no abnormalities noted prior to use. There were no noticeable shaft kinks. A retrograde approach was used. Femoral artery suitability, including the 30¿45 degree insertion angle of the vascular sheath introducer, was confirmed via angiography. The vessel diameter was reported to be less than 5 mm. There was no visible calcium or plaque at the puncture site, no nearby stent, and no stenosis greater than 50%. The exoseal vcd advanced through the sheath without resistance or the use of excess force. No difficulty was encountered connecting the vascular sheath introducer with the exoseal vcd. The vascular sheath introducer was retracted until it engaged with the indicator wire cowling, locked against the handle assembly with an audible click, and pulsatile flow was observed from the bleed-back indicator. Retraction continued until the indicator window changed to solid black, and the exoseal vcd was securely locked with the vascular sheath introducer. Excess force was not needed. The button did not depress halfway. The device will be returned for evaluation.

Manufacturer narrative:
As reported, there was trouble with the 7f exoseal vascular closure device (vcd). The visual indicator turned black-black, but the deployment button was abnormally stiff and could not be pressed at all, so the device was removed, and manual compression was performed instead. Even after removal, the visual indicator remained black-black and the deployment button could not be pressed. Hemostasis was achieved using manual pressure. There was no reported injury to the patient. There was no visible abnormalities on the device prior to use. The device was used during a pci case with bright tip sheath. The product was stored, handled, inspected, and prepped according to the instructions for use (IFU), with no abnormalities noted prior to use. There were no noticeable shaft kinks. A retrograde approach was used. Femoral artery suitability, including the 30¿45 degree insertion angle of the vascular sheath introducer, was confirmed via angiography. The vessel diameter was reported to be less than 5 mm. There was no visible calcium or plaque at the puncture site, no nearby stent, and no stenosis greater than 50%. The exoseal vcd advanced through the sheath without resistance or the use of excess force. No difficulty was encountered connecting the vascular sheath introducer with the exoseal vcd. The vascular sheath introducer was retracted until it engaged with the indicator wire cowling, locked against the handle assembly with an audible click, and pulsatile flow was observed from the bleed-back indicator. Retraction continued until the indicator window changed to solid black, and the exoseal vcd was securely locked with the vascular sheath introducer. Excess force was not needed. The button did not depress halfway. The product was not returned for analysis. A review of the manufacturing documentation associated with lot 18428212 presented no issues during the manufacturing process that can be related to the reported event. The reported event of "deployment lever (button) frozen/locked" could not be observed as the device was not returned for evaluation. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿the IFU instructs the user to ensure that the deployment button is fully depressed and flush against the handle assembly. It also cautions that care should be taken to ensure that no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to or during deployment of the plug.¿ neither the product history review, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, an investigation has been initiated to further investigate similar complaints reported.

Manufacturer narrative:
Correction made to section d9: device receive date added. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, there was trouble with the 7f exoseal vascular closure device (vcd). The visual indicator turned black-black, but the deployment button was abnormally stiff and could not be pressed at all, so the device was removed, and manual compression was performed instead. Even after removal, the visual indicator remained black-black and the deployment button could not be pressed. Hemostasis was achieved using manual pressure. There was no reported injury to the patient. There was no visible abnormalities on the device prior to use. The device was used during a pci case with bright tip sheath. The product was stored, handled, inspected, and prepped according to the instructions for use (IFU), with no abnormalities noted prior to use. There were no noticeable shaft kinks. A retrograde approach was used. Femoral artery suitability, including the 30¿45 degree insertion angle of the vascular sheath introducer, was confirmed via angiography. The vessel diameter was reported to be less than 5 mm. There was no visible calcium or plaque at the puncture site, no nearby stent, and no stenosis greater than 50%. The exoseal vcd advanced through the sheath without resistance or the use of excess force. No difficulty was encountered connecting the vascular sheath introducer with the exoseal vcd. The vascular sheath introducer was retracted until it engaged with the indicator wire cowling, locked against the handle assembly with an audible click, and pulsatile flow was observed from the bleed-back indicator. Retraction continued until the indicator window changed to solid black, and the exoseal vcd was securely locked with the vascular sheath introducer. Excess force was not needed. The button did not depress halfway. The device will be returned for evaluation.